Event description:
A malfunction was reported with a pump displaying malfunction code 16, and there were no notable events prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a resolution, the pump was confirmed to be under warranty, and technical support arranged for a replacement, instructing the customer to use multiple daily injections as a backup therapy. The customer was guided on how to store the pump and return it with a pre-paid label within 10 days, which was acknowledged and understood.